Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2011: mra of the brain = atheromatous disease of the circle of willis with irregularity of both cavernous carotids; segmental narrowing of the left posterior cerebral artery, change in caliber of bilateral cavernous carotids as they become supraclinoid in location. Other: bivalirudin; plavix 75 mg, aspirin 325 mg. Embolic protection: rx accunet (1011649-55, lot # 0050461). The stent remains in the patient. There was no reported product deficiency. The reported patient effects of embolism, ischemia and stroke are listed in the product instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2011, after the implantation of the acculink stent in the left internal carotid artery, the patient experienced an ischemic stroke in the left middle cerebral artery distribution with right arm weakness, flaccidity of the right leg, and slurred speech. The physician stated that the ischemic infarct was in the left basal ganglia. The patient was treated with heparin and continued aspirin and plavix. The patient received physical and occupational therapy with some noted improvement in her overall poor function. The patient was discharged home on (B)(6) 2011. There was no additional information provided.